Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited pacing impedance measurements greater than 2,000 ohms. All other lead measurements were stable and within acceptable limits. The physician elected to monitor the system. No adverse patient effects reported. The device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.